Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1\4 of their automated peritoneal dialysis thearpy. Per initial report, the home patient had disconnected their transfer set from the patient line of the homechoice set during a drain cycle, without pausing therapy. The home patient then heard the machine alarming, and reconnected themselves to the setup. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury was indicated at the time of the initial report.